Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a non-bsc guide wire crossed the lesion, a 3.50 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 6f non-bsc guide extension catheter was advanced. When the synergy ii stent was advanced again, resistance was encountered and upon fluoroscopy, it was noted that the stent was damaged. Therefore, the guide extension catheter and the stent were removed as one unit. The guide extension catheter was inserted back to the patient and the procedure was completed with a 3.5 x 23 non-bsc stent. No patient complications were reported and the patient's status was stable.